Event description:
A 64-year-old male with a history of high level of prostate specific antigen (psa). Submitted a sample for 4kscore test analysis on (B)(6) 2022, which was conducted on the same day. The subject's urological history included a previous digital rectal exam with a prostate nodule present. The subject did not have any prior biopsy. His 4kscore was 8.1 and this result was reported, to the requistioner/provider on (B)(6) 2022. Given the identification of the input error in the sample requisition intake software, his 4kscore was recalculated and reported, to the physician on (B)(6) 2022, with a revised 4kscore of 13.3, 23 days after the initial result report. Clinical follow-up: unknown/healthcare provided, as the physician declined to provide follow-up. Given that the initial 4kscore result was 20, but increased upon recalculation, but remained below 20. It is possible that, the subject may have had a delay in procedures to determine his prostate health. It is noted, that a 4kscore value of 20 and above indicates a high probability, and risk of finding high grade prostate cancer should a biopsy be performed. Given the slow nature of prostate cancer growth. A delayed decision is expected to have minimal clinical sequelae for the patient. To date, neither the PMA holder nor the manufacturer has received or is aware of any untoward events/effects as a result of this device malfunction and errant initial 4kscore test results. This one device malfunction impacted (B)(6) test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001. For a complete discussion with respect to the late filing date and description of the device malfunction.

Manufacturer narrative:
This one device malfunction impacted (B)(6) test results. Please refer to section h10 in manufacturer's report no. 3003652672-2022-00001. For a complete discussion with respect to the late filing date and description of the device malfunction. Please refer to this noted report for all other common information that is not specific to this subject's case.